Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). During visual inspection, cracked front enclosure was noted. The archive data review indicated that the platform was never performed compression since (B)(6) 2016. The unit was only powered on and off since (B)(6) 2016; however, there were numerous error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) appeared on (B)(6) 2016 unrelated to the reported complaint. No other significant problems were found in the archive. The platform failed functional testing due to error message ua 07 (discrepancy between load 1 and load 2 too large) displayed when the unit was powered on. In summary, the customer reported complaint of the platform displaying backlight was not adjustable was confirmed. The root cause of the complaint was due to defective processor board. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse is functional without issue. Replaced the processor board, load cell single point, front enclosure and performed clutch plate deburring to solve the observed and reported complaint. The autopulse has passed all the testing and meets all required specifications.

Event description:
It was reported that during shift check, the customer could not adjust the autopulse platform (sn: (B)(4)) displaying backlight; however, the letters were still visible. No patient involvement was reported.